Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, the stapler handle and black pusher thumb piece cannot be pushed and did not fire. Changed the device to complete the procedure. There was no patient injury.